Event description:
It was reported that "during the procedure according to IFU, md found that kinked swg so md opend up the new kit to finish the procedure." The issue was identified during use on patient. There was no reported patient harm or consequence. The patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint investigation. No definite signs of use were observed. Visual analysis revealed a slight kink/offset on the distal j-bend. Microscopic examination confirmed the damage. The offset measured 11mm from the distal weld. The guide wire length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.808mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned guide wire was inserted through the returned ars syringe/needle subassembly. Little to no resistance was encountered as the guide wire passed completely through both components. Performed per IFU statement , "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/offset at the distal j-bend. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found that kinked swg so md opened up the new kit to finish the procedure." The issue was identified during use on patient. There was no reported patient harm or consequence. The patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4).